Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump screens were "moving very slowly", as if they were going to freeze. Reportedly, the screen would intermittently turn black as the customer would be typing. Additionally, it was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. The clinical diabetes sales specialist watched the customer perform the fill tubing process and stated everything was performed correctly. As the issue occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose (bg) levels were impacted due to this issue; however, a specific bg value was unable to be obtained. As the pump was still functional, customer would continue to us the pump for insulin therapy.